Manufacturer narrative:
Device evaluted by MFR: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On an unknown date in 2019, the patient underwent a total arch replacement, a frozen elephant trunk procedure and tevar using non-gore devices (valiant). On (B)(6) 2020, additional tevar procedure was performed to treat the thoracic aortic aneurysm enlargement. A gore® tag® conformable thoracic stent graft with active control system was implanted distally. In the same procedure, gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses were implanted to treat an abdominal aortic aneurysm. Gore® excluder® iliac branch endoprostheses were implanted in the left limb. On (B)(6) 2022, reintervention was performed, because the thoracic aortic aneurysm was enlarged rapidly in current 2 months and the abdominal aortic aneurysm tends to be enlarged. It was not able to be determined an obvious location by an entire angiography, but it seemed that there was an endoleak in the non-gore stent graft implantation area. It seemed the non-gore stent graft was kinked and there was the type iiib endoleak. A gore® tag® conformable thoracic stent graft with active control system was implanted in the same area where the non-gore stent graft was implanted to reline the non-gore stent graft. The endoleak was resolved. A distal type I endoleak from the right leg and endoleak from the right side and a proximal endoleak from the trunk ipsilateral were observed. The physician stated about the abdominal aortic aneurysm enlargement that the distal type I endoleak occurred in the right leg and it led the aneurysm enlargement, then, the aneurysm enlargement might have led the proximal type I endoleak. The right internal iliac artery was coil embolized. Then, a contralateral leg endoprosthesis was implanted to the right external iliac artery. An aorta extender endoprosthesis was implanted proximally. The endoleaks were resolved. The patient tolerated the procedure. The physician stated it should have been considered that a stent graft would be implanted to the right external iliac artery when the initial evar procedure. Reportedly, follow-up exams were performed using simple CT or mra because this patient's kidney function was not well.